Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarms prime alarm. Customer's blood glucose reading is 200 mg/dl. The drive support cap is protruded. Advised customer that the insulin pump will need to be replaced. Nothing further reported.